Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2017-03001. This report is being submitted as additional information. Unique identifier (UDI) # (device identifier): device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 4 years and 7 months. Previous manufacturer's investigation conclusion submitted on 21april2018 under MFR. Report # 2916596-2017-03001: the reported low speed events were confirmed through the review of the system controller log file that was submitted by the account. The submitted log file contained data from (B)(6) 2017 through (B)(6) 2017 and captured a low speed advisory alarm beginning on (B)(6) 2017 at 22:33:58. The pump speed appeared to decrease until 22:34:03 when a pump stoppage was captured. Low speed hazard and low flow hazard alarms were active from 22:34:01 through 22:34:04. Based on past experience with the device and similar reported events, the low speed events, hazard alarms, and pump stoppages that occurred while the patient was supported by the mobile power unit could be indicative of driveline damage. However, a direct correlation between the device, and these findings could not conclusively be established through this evaluation. The external portion of the driveline was not replaced as it was not possible to identify a specific area of potential driveline damage. The patient remains ongoing on vad support and no further issues have been reported at this time. Device analysis (additional information): the evaluation of the returned portions of the driveline confirmed wire damage that would have contributed to the reported low speeds and pump stop event that was captured in the submitted system controller log file. The pump was returned assembled with the driveline cut approximately 5 inches from the pump body and 34 inches of the severed portion was returned. Continuity testing was performed and all wires were found to be electrically intact. No shorts or discontinuities were found during electrical continuity testing. The shielding and bionate were removed from the returned driveline and visual inspection of the underlying wires revealed a breach in the insulation of the red wire approximately 16 inches from the metal system controller connector. The conductors of the red wire were exposed, which appeared to be the result of repetitive flexing of the driveline in this area. There was no evidence of mechanical damage, such as crushing or pinching. The remainder of the driveline was then submerged in a saline solution for hi-pot testing to further verify the integrity of each wire's insulation. No additional areas of current leakage were identified. If the exposed conductors of the compromised red wire made contact with the braided shield while the system controller was operating on a tethered power source, such as the power module, the resulting electrical short to ground would have caused the low speeds and pump stoppages. Examination of the pump blood contacting surfaces revealed no adhered depositions or thrombus formations. The rotor, bearings, and other blood contacting surfaces were viewed under a microscope. No anomalies were noted. A review of the device history records revealed the device met applicable manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that after over 4.5 years of support, during a routine outpatient visit, the system controller history showed an entry where the pump was not able to maintain the set speed. The patient was asymptomatic. X-ray images revealed a stressed area in the portion of the driveline external to the patient. Further evaluation of the driveline will be performed on an unspecified later date. No additional information was provided. Additional information: it was reported that an external driveline evaluation was performed by the manufacturer¿s technical services representative on (B)(6) 2017. X-ray images showed several areas of stressed shielding and previously unreported rescue tape repairs in the portion of the driveline external to the patient. X-ray images of the driveline internal to the patient showed no direct indication of damage or stressed shielding. There was one sharper arc directly behind the pump end bend relief. Approximately 15 cm from the skin, the driveline showed an area with completely disconnected shielding. In addition, an area with stressed bionate and shielding was observed approximately 4 cm from the connector bend relief. There was no direct indication of a short. The device passed electrical continuity testing, and the alarms were unable to be reproduced when palpating the external portion of the driveline, or while the patient performed body movements with a grounded power module patient cable. The patient was listed on the high urgency transplant list. Additional information: it was reported that the patient underwent a heart transplant on (B)(6) 2018. Prior to the transplant, the patient was stable and the system was working as expected with a non-grounded patient cable for use with the power module. The explanted device was returned for evaluation. No additional information was provided.